Event description:
Spider wire came off the filter basket and lodged in the patients right common femoral artery. Vascular surgery has to be called to perform a right femoral artery cut down and removal of spider filter basket.